Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation, third-party service agent observed that the therapy cable was damaged. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer is advised to replace damaged therapy cable. Physio-control requested additional information regarding the return of damaged therapy cable for evaluation; however, no additional information was provided.

Manufacturer narrative:
A third-party service agent service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control requested additional information about the repair of the device; however, no additional information was provided.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation, third-party service agent observed that the therapy cable was damaged. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.